Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "dizziness", and was unable to self-treat, requiring third-party treatment of glucagon injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.